Event description:
He tested his blood glucose with his contour and received a reading of 409 mg/dl. He retested using the accuchek and received a reading of 186 mg/dl. The customer did not adjust medication or allege any adverse events due to the readings. The strip are to be returned for evaluation, and replacement strips will be sent.